Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer received button error alarm. Customer's blood glucose was 80 mg/dl. Insulin pump replaced. No further information provided.

Manufacturer narrative:
Insulin pump received with intermittent button response due to corrosion on keypad traces. No button error alarms noted during testing. Insulin pump received with cracked case on the lcd display window corners, minor scratches on lcd display window, cracks on the battery tube threads, cracks on the reservoir tube lip, scratches on the reservoir tube window and missing end cap sticker.